Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle assembly defective.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was unpacked for an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During unpacking, the handle assembly was found defective. The procedure was completed with another same device. There were no patient complications and the patient's condition following procedure was reported to be good.